Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. The device has been returned to carefusion's failure analysis laboratory. At this time, the device is pending evaluation.(B)(4).

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was flickering and had a red tint to it. There customer did not report any information regarding patient involvement, it is currently unknown.